Event description:
When attempting to use the 45mm endoscopic stapler to divide the splenic artery, the load only fired partially and caused bleeding at the site. Surgeon is unsure if the tissue moved or if the stapler failed. The stapler was removed from use and replaced with the 60mm powered endoscopic stapler instead.